Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a microbore catheter extension set separated from a baxter luer activated device during infusion. The reporter stated this occurred "while the patient was walking on the treadmill." There was no patient injury or medical intervention associated with this event. No additional information is available.